Event description:
It was reported the patient fell several times since implant, the most recent time being (B)(6) 2014, which resulted in a sudden loss of stimulation, therapeutic effect and some coverage on the left side. The patient experienced less than 50% therapy relief in the left leg and lower back. Left side coverage was re-established with reprogramming. Impedance test results were within normal limits. The issue resolved and the patient status was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).